Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have the grip cable loose at the grip hub that was showing out, as reported by the costumer. The plastic housing was removed, and during the visual inspection, the grip cables were found to be loose from the clamping pulley in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the surgeon was trying to clip the cystic duct, the large clip applier instrument did not move correctly. When the surgeon backed the instrument up, they noticed that the cables were frayed/loose. The instrument was removed from the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The incident occurred prior to clip application while the instrument was inside the patient. The instrument's jaws would not move at all at the time of the event. The teleflex large weck clips were used. The issue occurred during the first insertion of the instrument. The procedure was completed with a backup instrument of the same kind.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/or if additional information is received.